Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning") and stress urinary incontinence ("urinary stress incontinence worse while sneezing and running and requiring the use of incontinence p"). The patient was treated with surgery (salpingectomy with bilateral uterine horn ablation for essure removal). At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, pelvic pain and stress urinary incontinence with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and abdominal distension ("ballooning") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("urinary stress incontinence worse while sneezing and running and requiring the use of incontinence p"). The patient was treated with surgery (salpingectomy with bilateral uterine horn ablation for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, pelvic pain and stress urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on 15-feb-2019: the reporter described that essure was removed due to pelvic pain and ballooning. Furthermore, reporter considered the events as related to essure. Date of birth and onset date of events were added. Age was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.